Event description:
According to the reporter, pre-operatively, the handle was set to the charger. After confirming that the green light was lit (charging completed), the handle was removed but the handle's power did not turn on. The charging status was 0. The charging failed. Another device was used. There was no patient involvement. Medtronic's initial evaluation of the incident device found that the motor screws for this motor had become loose, allowing the motor to move around.

Manufacturer narrative:
D10 concomitant product: sigsbchgr, sig power sigsbchgr one -bay charger, (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no abnormalities. Functional testing found that an analysis of the data saved to the system showed communication issues while the handle was on the charger, and the handle's battery drained. It was reported that the device does not initialize. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of communication concern between the handle and charger, also loose motor screw. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.